Event description:
It was reported that the physician implanted a gore helex septal occluder on (B)(6) 2008. At a f/u exam the occluder was discovered to have a frame fracture that allowed the disc to splay out from the septum. The pt was sent to another physician who implanted a vascular plug to close the defect. The helex device remains implanted.

Manufacturer narrative:
The device remains implanted.